Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 06/14/2016, the patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter packaging had a missing usb cable and ac adapter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged packaging issue occurred during the morning of (B)(6) 2016. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that as they could not charge their meter without the missing products they went on to develop symptoms of ¿not feeling well, dizzy and passed out¿ 2 hours after the alleged product issue occurred. The patient was treated in the emergency room with IV fluids and insulin (dosage unspecified) by a healthcare professional. The patient was hospitalized for the night and stated that they had their blood glucose measured on the subject meter with results of ¿411 and 419mg/dl¿ being obtained as well as a measurement taken from a calibrated laboratory device which the patient could not provide. The patient stated that their blood glucose was ¿300mg/dl¿ when discharged from the hospital. At the time of troubleshooting the cca educated the customer on the correct contents of their package and was able to confirm that there was missing product. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of serious injury after the alleged product issue began.